Event description:
It was reported: "subject had a left tka in 2002. The subject underwent manipulation under anesthesia for decreased rom in the left knee two months later. At her 1 year visit she was continuing to have left knee pain, swelling and decreased rom. Patient underwent left synovectomy and polyethylene exchange in 2003